Event description:
The customer reported to philips that the device had some ECG signal interference. It was reported that the customer's initial problem of "ECG signal interference" was observed while in clinical use. However, no adverse patient impact was reported by the customer.